Event description:
It was reported that patient underwent a hernia repair procedure on an unknown date and mesh was used. Approximately three weeks post operative, the patient experienced infection. An incision and drainage was done and the patient was admitted to the hospital for antibiotic therapy. The physician also states that the repair is intact but the mesh is exposed. Additional information to be requested.

Manufacturer narrative:
(B)(4) - mesh extrusion, infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.